Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient was hospitalized and eventually shifted to intensive care unit (ICU) on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 3 mmol/l at the time of event and the patient got treated with intravenous sugar solution. No further information available.